Manufacturer narrative:
The customer reported that this multigas unit displayed a device error message. The unit is not taking any measurements. The issue was discovered during setup. The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 10/03/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 10/07/2025 I called tony to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for tony to call me back with this information. Attempt # 3: 10/13/2025 I called tony to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for tony to call me back with this information.

Event description:
The customer reported that this multigas unit displayed a device error message. The unit was not in patient use at the time.

Event description:
The customer reported that this multigas unit displayed a device error message. The unit was not in patient use at the time.

Manufacturer narrative:
Details of complaint: the customer reported that this multigas unit displayed a device error message. The unit is not taking any measurements. The issue was discovered during setup. The unit was not in patient use at the time. Investigation summary: the device with the reported issue was not returned for evaluation; therefore, a root cause could not be determined. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 10/03/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 10/07/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: 10/13/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type?. H11 additional manufacturer narrative.